Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) with a competitor right ventricular (rv) lead exhibited high, out-of-range (oor) shocking lead impedance measurement of more than 125 ohms. The patient was seen in the clinic and all measurements were within normal limits. Boston scientific technical services (ts) discussed possible causes of the observation and provided troubleshooting options. The physician opted to continue monitoring the patient at this time. No adverse patient effects were reported. The system remains in service.